Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k944566. Bd received 5 samples for investigation. The samples were inspected, and no issues were identified. Functional tests were performed on these samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were inspected with no visible defects observed. Functional tests were also performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes, five (5) tubes underfilled. No adverse impact was reported regarding the patient or user.